Event description:
The pt reportedly experienced sound quality issues followed by intermittency between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved and system lock could not be obtained. The surgeon was consulted and has agreed that revision surgery is required. Revision surgery will be scheduled.